Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at a rehab facility. The cause of death was not specified. The caller stated that the customer had pneumonia that may have led to the customer's passing. The customerâ¿¿s blood glucose was 0 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. It is unknown if the customer was using sensors. The customer was taken off the pump after coming out of a coma as the rehab facility did not know how to handle the pump. The customer was put on manual injections and got fluctuating blood glucose levels, prompting the facility to ask the parent to take the customer back home. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
The information provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2015.